Event description:
Customer reported being hospitalized due to high blood glucose. Prior to hospitalization customer had bronchitis and coughing for two months. Explained to customer the two high blood glucose rule and instructed to monitor blood glucose and call back for occlusion test when clamp arrives.